Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) up button dome switch. No unlocked lcd keypad connector noted. Device had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of incident. Customer stated that the up arrow of the insulin pump was depressed permanently. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.